Event description:
(B)(4) clinical study. It was reported that post a percutaneous coronary intervention procedure the patient expired. In (B)(6) 2010, the patient presented with abnormal stress test and the patient was diagnosed with silent ischemia and cardiac catheterization was recommended. Target lesion #1 was de-novo lesion located in the mid rca with 90% stenosis and was 5 mm long with a reference vessel diameter of 3.25 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 30%. The subject was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient expired due to cardiopulmonary arrest and underlying causes contributing to the patient's expiration included coronary artery disease and type 2 diabetes.

Manufacturer narrative:
Device is combination product. (B)(6). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(6). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).